Event description:
Pt a: fracture was suspected, however protrusion of wire segment is not suspected. Report status: dual fractures of lead with categorization of the proximal lesion group 2-3 or more distal lesion group 2. Pt b: fracture was suspected however protrusion of wire segment is not suspected. Report status: group 2-3 fracture of accufix atrial j lead. Action: both pts have discussed with their physician possible interventions. Decisions are pending and the pts are stable at this time. Repeat screening is scheduled for every six months.device labeled for single use. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.